Event description:
It was reported that when manually testing the thresholds on the right ventricular (rv) lead, the thresholds measured were higher than what the device capture management measured. Additionally, a loss of capture was observed during device interrogation due to the permanently programmed outputs. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568 implantable pacing lead, (B)(6) 2010; 4196 implantable pacing lead, (B)(6) 2010. (B)(4).